Event description:
Caller states the compact plus meter produced a result with no blood applied to the test strip. Exact result not provided. No action taken based on result. No adverse event reported. Requested return of suspect device and replacement was sent.